Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). About a month ago, the patient had an MRI, and they had to shut off the apparatus. Afterwards, the patient was not feeling any tingling sensation. Before when the patient would lift up their arms, they would feel a tingle, like there was power running through them. Now when the patient did that, they did not feel anything, and the pain was a lot worse than before. The patient representative checked the controller, and there were 3 options a, b and c. The patient was on group b, and the patient representative only saw 1 program and thought there were more programs/settings before that were all gone. On the call, the agent had the patient use the controller. The patient was on group b and had 1 program. The patient increased the intensity to 7.0. The patient representative wanted to have the device checked. The patient was redirected to their healthcare provider.